Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump alarmed and displayed an error message during a cec procedure. The perfusionist cycled the pump and was able to complete the procedure without further issue. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and replaced the motor control and motor endstage boards. Pictures were taken of the replaced boards, which were sent to sorin group (B)(4) for evaluation. Analysis of the returned photos identified the root cause to be penetration of liquid into the pump, which led to oxidation on one of the boards. The board replacement was performed according to fen 2015-012 (use of grease at openings to prevent fluid penetration), which resolved the issue. The pump was tested and no further issues were found. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, CAPA (B)(4) has been implemented.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump alarmed and displayed an error message during a cec procedure. The perfusionist cycled the pump and was able to complete the procedure without further issue. There was no patient injury.